Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the brevera needle failed three times, and a driver error was observed. The user reports that in each instance, once the needle was placed inside the patient's breast and fired, the device made an abnormal sound and appeared to come off track. The user reports that upon the first occurrence, the brevera unit was restarted, and successfully passed the pre-test but once the needle was placed inside the patient's breast and fired, the device made an abnormal sound and appeared to come off track. It is reported that in the second occurrence, the unit was completely restarted using instructions from hologic technical support and the device again successfully passed the pre-test, but once the needle was placed inside the patient's breast and fired, the device made an abnormal sound and appeared to come off track. On the third attempt, the user reports that the biopsy disposable was replaced and again successfully passed the pre-test; however, once the needle was placed inside the patient's breast and fired, the device made an abnormal sound and appeared to come off track. The procedure was aborted after the third attempt. Under a separate complaint, a field service engineer (fse) was dispatched to examine the system driver due to the "driver error" that was reported by the user. The driver was replaced, and the system was checked for functionality. The fse also confirmed with the user that the following biopsy procedure was successful and no abnormal noise was heard. No further information is currently available.